Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes due to noise on the right ventricular (rv) lead were observed. The physician decided to not take further action. The patient was stable with no adverse consequences.

Event description:
Additional information was received indicating an increase in capture threshold and a decrease in pacing lead impedance. No intervention was performed. Additional follow-up revealed that the impedance and capture threshold were stable and in range. The patient was stable and will continue to be monitored.